Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the ureter during a procedure performed on an unknown date. According to the complainant, during the procedure, the catheter is too stiff which caused a false cradle like injury to the patient ureter. Reportedly, a stent was placed on the injury and the procedure was completed.